Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet, with the device delivering correction insulin as designed when meals were not announced, and the user declined additional training. Symptoms included shakiness and weakness. Outcomes included successful self-treatment with oral glucose using two bottles of juice and three glucose gummies, with no outside assistance and no medical intervention. Investigation included complaint intake review and troubleshooting with user education. Investigation of this case revealed no device malfunction reported, with use-related factors including unannounced meals and subsequent corrective dosing consistent with expected device behavior. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.